Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. Upon review of the remote home monitoring data it was found that the impedance had started to increase and fluctuate two months earlier. The patient was brought into the clinic and no noise was elicited with isometrics or pocket manipulation. Boston scientific technical services (ts) discussed possible causes of the increased and fluctuating pacing impedance measurements and suggested further testing or evaluation if the physician was concerned. The field representative recommended further testing, however the physician opted to not perform further testing at this time. No programming changes were made and the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. Upon review of the remote home monitoring data it was found that the impedance had started to increase and fluctuate two months earlier. The patient was brought into the clinic and no noise was elicited with isometrics or pocket manipulation. Boston scientific technical services (ts) discussed possible causes of the increased and fluctuating pacing impedance measurements and suggested further testing or evaluation if the physician was concerned. The field representative recommended further testing, however the physician opted to not perform further testing at this time. No programming changes were made and the ICD and rv lead remain in service. No adverse patient effects were reported.